Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58 lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed oversensing with sub muscular pocket palpation. It was noted there may be lead insulation failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
The pin portion of the lead was cut and removed.

Manufacturer narrative:
Product event summary- a proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.